Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. (B)(6).

Event description:
It was reported that the touch screen does not "respond" and has intermittent function. The customer states the radical turns off on its own. The unit's language settings also change spontaneously to mandarin chinese and cannot be returned to (B)(6) due to the lack of touch screen functionality. This unit does not engage in patient monitoring. No further details available. No patient incident reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on however, different screens were displayed randomly and some of touch screen icons were not able to be selected (unresponsive) due to a defective touchscreen assembly. The device was able to obtain readings from sensor and tester however, the device cannot be used for monitoring due to the screen changing. The audible and visual status indicators were functioning. A service history record review reveals that this unit was in the field for over 5 months with no previous reported issues prior to this reported event.

Manufacturer narrative:
The initial MDR # was 2031172-2014-00325. However, the correct MDR # should be 2031172-2015-00156.